Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been without stimulation since the (B)(6) 2013 due to not recharging the ipg as recommended. In turn, the charger and programmer can no longer communicate with the ipg. An sjm rep attempted to troubleshoot the issue but was unsuccessful. As a result, the pt plans to undergo surgical intervention.